Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant the right atrial (ra) lead exhibited a position check failure and dislodgement. It was further reported that the ra lead had dislodged to the vicinity of the tricuspid valve and was capturing the ventricular myocardium. Reprogramming occurred and the ra lead was revised. The ra lead remains in use. No patient complications have been reported as a result of this event.